Event description:
It was reported that there was stimulation in the wrong location. It was noted that the event occurred during normal use. It was further noted that actions required as a result of the event included explant. The product status of the implantable neurostimulator (ins) and two leads was explanted-complete. It was noted that the patient had reported many attempts to reprogram stimulation in the last ¿couple years.¿ the patient was referred to a physician to remove the system and replace with a new system in a new location. The physician removed the entire system without difficulty. It was noted that a new lead was placed entering at level l2/3 and was guided to left of midline in the t12/l1 region. The old system had been placed in the t11/12 region and was getting hip, thigh and back stimulation with past programming attempts. It was noted that it was tested intraoperatively top, middle and bottom of lead. It was noted that the stimulation continued to be reported back, hip and thigh mainly with a little in the calf. Despite compressive programming attempts they were unable to achieve desirable stimulation to the left foot as needed. The healthcare professional (hcp ) then decided to bring the lead up to the t7/8 space where they again attempted comprehensive reprogramming. It was noted that they were only able to get abdomen, back, hips and thighs. It was further noted that they continued to program at every level t8, 9, 10, 11, 12 l1, 2 without successful stimulation in the desired location. The hcp decided at that time it would be best to explant the system and consider a trial with another hcp in the future. Diagnostics and troubleshooting included impedance testing, x-rays, and reprogramming. There were no symptoms or complications associated with the event. The patient¿s status was alive with no injury. Additional information received reported that no malfunctions or product issues were detected or suspected. The hcp was deciding on a possible new trial at a different location. However, as of (B)(4) 2014 no action had been scheduled. The patient was fully explanted and not receiving effective therapy as of (B)(6) 2014. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n199426, implanted: (B)(6) 2009, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID neu_ens_stimulator, product type external neurostimulator; product ID neu_unknown_lead, product type lead. (B)(4).